Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that : on (B)(6) 2007: the patient presented with backache, unspecified underwent refusion of lumbar/lumbosacral, lateral transverse process technique, fusion or refusion of 2-3 vertebraes, insertion of interbody spinal fusion device, insertion of recumbent bone morphogenetic protein. Preop diagnosis: pseudoarthrosis l4-l5; status post posterior lumbar interbody fusion l4- l5.3) back pain. Procedure: lateral retroperitoneal approach to the lumbar spine via a left-sided approach; complete discectomy at l4-l5 and removal of prior bone graft material; anterior arthrodesis l4- l5 and removal of prior bone graft material; anterior arthrodesis l4-l5 using a 10 by 40 by 18 millimeter coronet peek spacer from nuvasive packed with vitoss reconstituted with bone morphogenetic protein; continuous neurophysiology monitoring of the lower extremities. Perop: the first was a lateral incision just rostral to the iliac crest directly above the mid portion of the l4-l5 disk space as determined by lateral fluoroscopy. The second was a smaller incision just lateral to the erecta spinae muscles. Ap/lateral fluoroscopy confirmed this to be over the l4-l5 interspace. Using evoked emg, the dilator was then passed through the psoas muscle onto the lateral aspect of the spine. No untoward stimulation of the nerve roots was encountered. The nuvasive maxess retractor was then placed over these dilators, and secured to the operating table. The dilators were then expanded. The light sources were attached, and the remainder of the operation done under loupe magnification. The discectomy defect was sized. An 18 by 10 by 40 millimeters peek spacer, nuvasive coronet was selected. This was packed full of vitoss which had been reconstituted with bone morphogenic protein. This was inserted under fluoroscopic guidance into the l4- l5 disk space. Additional vitoss soaked with bone morphogenic protein was packed ventrally and dorsally to the peek spacer, as well as laterally. Copious irrigation was then performed. Excellent hemostasis was obtained. The self- retaining retractors were then removed. Both incisions were copiously irrigated and then closed in layers. On (B)(6) 2007: the patient went for an office visit for follow up with r-spn ls 2 or 3 views. Impressions: anterior and posterior spinal fusion at l4-l5. Anatomic alignment. On (B)(6) 2007: the patient went for an office visit for follow up with r-spn ls 2 or 3 views. Impressions: posterior instrumented spinal fusion of l4-l5 with anterior discectomy and fusion at these same levels, in unchanged near anatomic alignment. On (B)(6) 2007: the patient went for an office visit for follow up with r-spn l5 w/bend, impressions: s/p l4-5 posterior fusion. Unchanged from (B)(6) 2007; no change in grade-I retrolisthesis at l4-5 with flexion or extension. On (B)(6) 2008: the patient underwent CT scan of the lumbar spine. On 1(B)(6) 2009: the patient underwent x ray of lumbar spine. Impression: old lumbar surgery. On (B)(6) 2011: patient went for an office visit for npv-hx of 4 surgeries due to back pain. On (B)(6) 2011: the patient underwent MRI of the lumbar spine with and without contrast due to low back pack and history of prior surgery. Impressions: there is postoperative change from transpedicular fusion of the fourth and fifth lumbar vertebrae and intervertebral disc space prosthesis at this level. There is enhancing granulation tissue in the left lateral recess and on the left side of the lumbar thecal sac at the l4-l5 as noted on the post gadolinium sequence scans. On (B)(6) 2011: the patient underwent CT lumbosacral spine without contrast due to back and left leg pain. Impressions: expected postoperative changes at l4 and l5. There is no displacement of the disc prosthesis. At l3-l4 there is diffuse bulging of the annulus fibrosis and some anterior spur formation. No other level shows a focal disc herniation. On (B)(6) 2011: the patient went for an office visit fo epv follow up MRI ant CT scan. On (B)(6) 2011: the patient went for an office visit (physician) due to low back and bilateral anterior lower extremity pain/discomfort. Impressions: lumbosacral spondylosis without myelopathy, displacement of lumbar intervertebral disc without myelopathy, degeneration of lumbar or lumbosacral intervertebral disc, postlaminectomy syndrome of lumbar region. Spinal stenosis of lumbar region. Lumbago, thoracic or lumbosacral neuritis or radiculitism unspecified, myalgia and myositis, neuralgia, neuritis and radiculitis. On (B)(6) 2012: the patient went for the psychiatric office visit.